Manufacturer narrative:
The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a fitmore hip stem b, size 7 on an unknown date. The patient was revised on an unknown date due to aseptic loosening. It was reported by the competent authority that the event happened on (B)(6) 2016. At the time of this report it is not clear if the issue was discovered or the revision surgery was performed on that date.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same product number. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Review of event description: premature aseptic loosening of the stem with subsidence was reported as event in the received user report. Review of received data: x-rays review: several x-rays taken between (B)(6) 2015 and (B)(6) 2016 showing the pelvis, right hip and right lower limb in different views were received. The x-rays were taken pre implantation until post revision. The two x-rays taken on (B)(6) 2015 show the pelvis in ap and the right hip in the lauenstein position. Both x-rays show the situation before the implantation of the fitmore stem. The pelvis in ap and the right hip in lauenstein position are shown on the x-rays taken on (B)(6) 2015. The x-rays show the implanted prosthesis on the right hip. The staples from the surgery are still visible on the lauenstein x-ray of the hip. Therefore it is assumed that the x-rays were taken shortly after the implantation surgery. Two x-rays taken on (B)(6) 2015 were received. One shows the full lower limb. The other shows a close-up of the right hip in ap. Comparing the latter with the ap x-ray of the pelvis taken on (B)(6) 2015 it can be observed that the stem subsided. Even if it is not the same x-ray view it can be assumed that the stem has moved distally based on the differing ratio of the distances between the proximal tip of the trochanter major and the shoulder of the implant (x) and between the trochanter minor and the medial edge of the stem (y). The distance ratio x/y on the x-ray taken in october is higher than the distance ratio x/y on the x-ray taken in (B)(6). Another x-ray of the pelvis in ap was taken on (B)(6) 2015. The subsidence becomes even more evident when comparing the ap x-ray of the pelvis with the one taken on (B)(6) 2015. Two x-rays were received that were taken on (B)(6) 2015. One shows the full lower limb with an implanted knee prosthesis. The other x-ray shows a close-up of the right hip in ap. No obvious changes can be observed when compared to the previous x-rays, however the comparison is limited due to the different views. An ap x-ray of the pelvis and an x-ray of the right hip in lauenstein position were taken on (B)(6) 2016. No additional observation could be made based on these two x-rays. Three different x-rays were taken on (B)(6) 2016 after the revision surgery of the fitmore stem. The x-rays include an ap view of the pelvis, an ap and a lauenstein view of the right hip. Next to the new implanted prosthesis the x-rays also show 5 cerclages around the femur. This may possibly point to a difficult removal of the fitmore stem. Based on the observations made from evaluating the x-rays it is assumed that the prosthesis was implanted in (B)(6) 2015 and explanted in (B)(6) 2016 leading to an approximate time in vivo of 7 months. The subsidence observed on the x-rays occurred between (B)(6) 2015, in the first four months of the time in vivo. Devices analysis: visual examination: the fitmore stem shows considerable damage in form of coarse scratches, dents and cuts deriving from the revision surgery. The anchoring region shows bone ongrowth. In three areas the porolock coating on the stem is broken off. Based on the scratch marks, it is assumed that this was caused by instruments during the revision surgery. Some protruding grains of the porolock coating seem to be polished which is most likely the result of the impaction during implantation. The stem taper is damaged from the revision surgery but otherwise inconspicuous. The sulox head is inconspicuous with some single metallic spots on its articulation surface . The head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem taper. Root cause analysis: the implants were revised after approximately 7 months in vivo due to premature loosening and subsidence of the stem. Based on the observations made from evaluating the x-rays the subsidence of the stem can be confirmed. It occurred at some point in time in the first four months after implantation. The received stem shows bone ongrowth, and some coarse scratches, dents and cuts deriving from the revision surgery. The appearance of the other received retrievals is inconspicuous. Based on the bone ongrowth and the revision surgery damage observed on the stem and the cerclages seen on the x-rays taken after the revision surgery, it is assumed that the stem was well fixed by the time of the revision surgery. It can only be hypothesized that the stem had insufficient primary stability and subsided shortly after implantation. The osseointegration of the stem probably continued after the subsidence leading to a well anchored stem at the time of revision. The subsidence of the stem most likely reduced the patient¿s range of motion and possibly led to pain, which might have been the reason for revision. However, with the available information this is not apparent. As the clinical history and information about the patient¿s mode of life are not available for evaluation e.g. A fall of the patient, it stays unknown if there might have been other influencing factors contributing to the subsidence of the stem. Conclusion summary: it can only be hypothesized that the stem had insufficient primary stability and subsided shortly after implantation. However, it stays unknown if there might have been other influencing factors (like about the patient¿s mode of life ) contributing to the subsidence of the stem. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).